Event description:
An outside law firm reported that a patient experienced ongoing issues following a left knee prosthesis. According to the operative report, the patient underwent a left total knee arthroplasty on (B)(6), 2021 for degenerative joint disease. The procedure was completed without intraoperative complications. Postoperatively, the patient initially reported improvement, with follow-up on (B)(6) 2021 noting that the patient was doing well with no pain or complaints. However, by february 21, 2022, the patient reported a fall with subsequent left knee pain, decreased range of motion, and ligamentous instability. Imaging and clinical findings at that time noted degenerative changes and laxity. The patient continued to report persistent knee symptoms despite conservative management, including injections. By june 24, 2022, the patient reported ongoing knee pain, though imaging did not demonstrate loosening at that time. At follow-up on (B)(6), 2026, imaging demonstrated a left total knee prosthesis in place with findings of mechanical loosening of the femoral component, associated lucency, and instability. Clinical examination confirmed ligamentous laxity, effusion, and pain. Diagnoses included mechanical loosening and instability of the left knee prosthetic joint. No infection or revision surgery was documented in the available records. This report is filed under ais reference (B)(4).